Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported from the hospital that their meter was providing inaccurate readings, stating that the hospital measured their blood glucose in the 300s while their system displayed approximately 160 mg/dl. Despite several contact attempts, customer care was unable to reach the user after the initial interaction. A review of the user's data confirmed the user is actively using the system with up-to-date information.